Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic where noise was observed on the ventricular channel after dft testing. The patient was asymptomatic and electrical measurements were normal. It is believed that the anomaly observed was due to interaction with the patients's old hardware that had previously been capped. Programming changes were not made. The lead will continue to be monitored. The patient's status was stable.